Event description:
Acct reports that the set is leaking at the first y-juction. Sample available. Acct reports 3 incidents. States they are running lipids through the sets. There have been no pt injuries reported.